Event description:
It was reported that handswitch of the maestro drill with handswitch became loose and turned causing the safety not to work during testing. After return to the manufacturing facility, it was noted in service that the device would run in safe mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that handswitch of the maestro drill with handswitch became loose and turned causing the safety not to work during testing. After return to the manufacturing facility, it was noted in service that the device would run in safe mode. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device safety not working was confirmed. The device was running in safe mode. The device had loctite failure on the handswitch assembly. Loctite failure on the handswitch can cause the slider pin to become loose. This will prevent the pin from holding the safety in the correct position and will allow the handswitch to slide, causing the drill to run in safe mode.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.